Event description:
A report was received that the patient underwent an explant procedure due to the stimulation making the patient's pain worse. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Correction to initial MDR.

Event description:
A report was received that the patient underwent an explant procedure due to the stimulation making the patient's pain worse. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: enh st ld kit the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.